Manufacturer narrative:
On june 9, 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the rupture side was left. Hence, lot and serial numbers have been updated under field d4 to 5905335, and 5905335-004 respectively on this form. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 25, 2020, photo evaluation was completed. Upon visual evaluation of the image provided in the complaint, the device was observed to be ruptured. As the product involved in this complaint was discarded, the device couldn´t be analyzed according to the procedures. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 16, 2020, device evaluation was completed. Device evaluation summary: during the visual evaluation of the sample, a crease on anterior expanding yo posterior view was noted. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected. A crease/fold failure may be the result of the continuous and sustained stresses to the device. Unfortunately, after a thorough analysis we were unable to confirm your reported event. Post op device photos, videos, and/or pre-operative scans were requested. If additional information is received, the investigation will be re-opened and updates will be made as required. In which case, a supplemental report will be submitted. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient with unknown ethnicity underwent unspecified breast surgery with a 250cc mentor memorygel breast implant and experienced breast implant rupture on her right side postoperatively. As a result, the device was explanted on (B)(6) 2020.

Manufacturer narrative:
On august 6, 2020, mentor became aware that information that ruptured left side device was discarded was inadvertently not reported under previous submission manufacturer report follow up number 3. Method code under field h6 on this form has been updated to "device discarded". Manufacturer¿s reference number: (B)(4).